Event description:
It was reported that patient was experiencing difficulty charging the implantable pulse generator (ipg) despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.